Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter information: (B)(6).

Event description:
The event involved a plum burette set where it was reported the tube connecter was separated. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Received one used list #142730490 plum 150 ml burette set. During decontamination the piercing pin dislodged from the tubing. Upon inspection under uv the bonding sites were observed to have little to no solvent. The tube and bonding pocket were found to meet dimensional specifications. The complaint of tube connector separation can be confirmed. The probable cause is due to insufficient solvent application during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 11/18/2024.